Event description:
The advocate stated the customer received a blood glucose reading of 34mg/dl from the contour next link meter, re-tested on contour link meter and received 78mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged only contour next link product information was provided. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.